Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic feeling unwell. Upon interrogation, the pulse generator exhibited loss of output and sensing anomaly. The right ventricular lead exhibited loss of capture and sensing anomaly. The patient was pacer dependent and a temporary pacing device was used. Both the pulse generator and the lead was explanted and replaced. The patient was in stable condition post operation.